Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on left side, device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of rupture was received on march 10, 2020 with lot number 216112. Analysis of the returned device identified; underweight, broken shell and others, black particles on the shell and black particles on the gel. A visual and microscopic analysis was performed which identified; sharp broken on posterior and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification: based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported rupture on left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.